Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module wire. In addition, we confirmed that the lg cable connector fluid damage, the remote control buttons cracked, the lg cable connector housing cracked, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the light guide cable crushed, the operation channel resistance, the bending rubber discolored, the suction channel kink, the remote control buttons transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.